Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the lead was explanted due to increased impedance, additional unspecified electrical anomalies, and insulation abrasion. No further information is available.